Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-01-15. H6: investigation summary: bd received 49 samples and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality, embedded fm, fm- dirt with the incident lot was observed. Additionally, 49 customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality, embedded fm, fm- dirt with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that prior to use with bd vacutainer® k2e 10.8mg plus blood collection tubes there were 46 tubes with discolored additive and 3 tubes with fm in tube. The following information was provided by the initial reporter, translated from japanese to english: discolored content ×46, fm in tube ×1, spot in tube ×1, dirty tube ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® k2e 10.8mg plus blood collection tubes there were 46 tubes with discolored additive and 3 tubes with fm in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: discolored content ×46, fm in tube ×1, spot in tube ×1, dirty tube ×1.